Event description:
Report received that "the pump does not pump on either the primary or secondary line." During preliminary manufacturing testing the device underdelivered. The device delivered a measured volume of 11.19ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/-1ml (+/-5%). There were no reported adverse pt events while the device was in clinical use. Though requested, no further information was provided.